Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, the first handle was used with a vascular reload and after with a blue reload and it worked properly. Then the reported reload was used , the handle was articulated and closed. Firing was done properly on the lung parenchyma, but there was a problem in opening the reload with the black slider. The handle was locked and it was impossible to open the reload. For removing the reload, another instrument was used to open the reload. A second handle had been used to complete the procedure together with another reload with the same lot number as the first reported reload. During the time of the stapling phase, this time on the bronchus when the handle was articulated, there was a break sound during the jaws closing. The reload and handle were locked on tissue and was removed by cutting the tissue around the blade. The incision was also extended for more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with a reload. The firing knobs were retracted to the clamp up position and the articulation lever was in neutral. The firing knobs were fully retracted and the subject reload was unloaded from the instrument. Further functional testing found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.